Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicated a l oose/detached set screw with a rounded socket.

Event description:
It was reported that the device was attempted to be implanted but not used due to a possible setscrew issue. The physician could not get the torque wrench to click. The physician stated that the screw never tightened and felt the torque wrench would not engage the set screw. The device and torque wrench were removed from service and a new device was implanted with the use of a new torque wrench. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used due to a possible setscrew issue. The physician could not get the torque wrench to click. The physician stated that the screw never tightened and felt the torque wrench would not engage the set screw. The device and torque wrench were removed from service and a new device was implanted with the use of a new torque wrench. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.